Event description:
It was reported while refilling the pump they were only able to put in 30mls into a 40ml pump. The physician aspirated all the fluid and refilled again with only 30mls of drug going in. It was also reported further troubleshooting was planned for the next appointment. The drug being used in the pump was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4) product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-9, lot# n313360, implanted: (B)(6) 2012, product type: accessory. (B)(4).